Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a 31 g x 8 mm bd ultra fine short insulin pen needle broke off when a patient removed it after injection. It is assumed that the needle remains in the patient's subcutaneous tissue. The physician who reported this incident via mw5066651 indicated that medical intervention was required. Multiple attempts to obtain additional information were made but the specifics of the medical intervention(s) were not made known to bd.